Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noise on the image occurred when the cable was wiggled. Therefore, it is possible the phenomenon temporarily occurred due to a faulty cable. However, because the phenomenon was not duplicated during device evaluation, a specific root cause of the phenomenon could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, there was an image, and the object was visible; although, when shaking the cable, there were horizontal stripes in the image. There were also two white dots in the image due to a defective charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A field service engineer reported on behalf of the customer that there is a disturbance wave in the image while using hd autoclavable camera head. The malfunction was found during reprocessing after the procedure was completed with the same device. The patient was not under sedation; therefore, there was no delay. There were no reports of patient or user harm associated with this event.